Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The patient reported an alarm which happened three times on 01feb2024. The patient noted that the alarms sounded like a power alarm and resolved on its own. It was not captured on the system controller or on the history screen during interrogation. The patient also noted at the connections were tight at the time of the event. The patient reported no symptoms at the time of the event. The event log files captured some odd strings of power cable disconnect events on 01feb2024. The events indicated that the white power cable connection on the battery was open or disconnected. There were no other unusual events captured.

Manufacturer narrative:
Section d1: brand name: corrected. Section d4: catalog number and UDI: corrected. Section g1: manufacturing site for devices: corrected. Section h6: medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnects alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted (d2011617) for review that showed events spanning approximately 7 days (25jan2024 ¿ 01feb2024 per timestamp). Atypical power cable disconnect alarms associated with relative state of charge (rsoc) invalid faults on the black power cable were active on (B)(6) 2024 at 15:33:31, and on (B)(6) 2024 at 09:02:01 ¿ 09:24:59. Atypical power cable disconnect alarms associated with rsoc invalid faults on the white power cable were active on (B)(6) 2024 from 15:38:06 15:47:57. These alarms occurred while connected to battery power and were not associated with a power source exchange. The alarms cleared shortly after activating and pump operation was not affected. There were no other notable alarms. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook section 5, entitled alarms and troubleshooting, states that power cable disconnected advisory (that lasts less than 30 seconds) events are an example of routine events that might interfere with access to more critical information; therefore, these events will not appear in alarm history on the system controller. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.